Event description:
The account alleges that while priming the kit, saline solution leaked from the pressure transducer. A new product from the same lot was used to complete the procedure. The lot number is unknown.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be established. No lot number was provided; thus, the device history record could not be reviewed and a search of the complaint database could not be performed.

Manufacturer narrative:
The suspect device was returned for evaluation. Based on the investigations, the leakage was due to the cracks on the female luers of the 3-way red stopcocks. The cracks likely occurred during product application when the female fitting was coupled with another component. This was likely due to overtightening when the stopcock was connected to another component during product setup/application. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were found.